Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d5, d8. Correction to g3 of the initial medwatch. The aware date should be 16-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported failure was confirmed. The metal shaft at the tip of the brush was bent. The bristles were easy to fell out from the bent shaft. The exact cause was unknown; however, omsc assumed that excessive force applied to the tip may have caused the failure.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the customer claimed the bristles of the device fell out easily. The customer used the device less than 10 times. Other detailed information was not provided. There was no report of patient injury associated with the event.